Event description:
The user facility reported the inner needle of the terumo surflo i.v. Catheter involved was detached from the hub. The detachment was noticed after the i.v. Catheter was placed in the cow and the inner needle was removed. The detached inner needle was retrieved successfully due to being caught in the cow's skin. The event occurred intra-operative. There was no patient injury or surgical intervention required. The affected product was replaced by a new one.

Manufacturer narrative:
Expiration date - december 2026. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : requested, unknown . Establishment name: (B)(6) animal clinic . Device manufacture date: 22/01/11~22/01/15. Investigation findings - code 3221 is based upon the evaluation of user facility information and no sample returned; code 213 is based upon the inner bond strength testing of the retention samples. Investigation conclusion - code 4315 is based upon the evaluation of user facility information and no sample returned; code 67 is based upon the inner bond strength testing of the retention samples. No sample was returned; therefore, we utilized our retention samples for the investigation. Utilizing our retention samples of the reported lot number (5pcs), the bonding strength of inner needle was measured. The results were all shown within our internal standard. The concerned product is produced by fully automated machine, from assemble and fitting of inner needle and catheter, through to individual packaging and case labeling. Sampling inspection is conducted every eight hours, wherein inner needle bonding strength is measured for predefined number of samples. The manufacture inspection records of the reported lot number were traced back and reviewed, wherein no machine trouble, which may have contributed to defective inner needle bonding strength, was noted. Moreover, our quality inspection records show no inner needle detachment or out-of-spec of inner needle bonding strength. We were not able to identify the specific root cause, since no anomalies were confirmed in the bonding strength of inner needle in retention samples, and no anomalies, which may have contributed to defective inner needle bonding strength, were noted in our manufacture inspection records checking. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.